Event description:
It was reported that during an unknown procedure, the clips were coming out bent and the clips were falling out. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Complaint information is trended on regular basis to determine if further investigation is warranted.